Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Three days following the deployment, the patient experienced groin pain and was diagnosed to have a pseudoaneurysm. The treatment is unknown. The event was resolved and no further complications were reported.